Event description:
It was reported that "in speaking with olympus technical assistance center (tac) via phone, customer asked to check the channels on the scopes of the endoscope reprocessor, as the channels were failing every time. The event was observed during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation the DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the user not reading the instructions for use (IFU) carefully. Therefore, they did not understand necessary reprocessing steps, leading to the suggested event. The suggested event is detectable and preventable by handling the device in accordance with the following instructions for use: 4.3 endoscope precleaning and manual cleaning endoscopes must be first cleaned according to one of two ways, prior to reprocessing in the oer-pro. Warning: ·always preclean each endoscope immediately after the examination. If precleaning is not executed promptly, debris will solidify and may prevent effective reprocessing. Failure to preclean will leave excessive amounts of debris adhering to the endoscope and may compromise the effectiveness of the reprocessing. It may also result in debris accumulating in the endoscope, preventing the endoscope from working correctly. Olympus will continue to monitor field performance for this device.